Event description:
According to the reporter, during inspection, the video laryngoscope's power button was pressed and screen had no display, but the blade tip light was flashing irregularly. Tried replacing with known good battery but issue persist. There was no patient involvement.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The visual inspection found discoloration on the battery contact within the handle. The discoloration was likely due to oxidation. There was no loose chemical product noticed. Functionally, the device was tested on a one-wire fixture system with external power supply. The troubleshooting found the device did not power on when the power button was pressed. The oxidation on the battery contact prevented the device from powering on properly. It was reported that the video laryngoscope's power button was pressed and screen had no display, but the blade tip light was flashing irregularly. The reported issue was confirmed. The most likely cause was traced to maintenance. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.